Manufacturer narrative:
Bci field service engineer (fse) cleaned needle area, readjusted tubing sleeve, and bleached needle waste system. Instrument was verified per established procedures. Root cause for the blood leak is unknown. Per labeling, beckman coulter, inc urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer.

Event description:
A customer contacted beckman coulter inc (bci) to report observing blood on the stripper plate and evidence of blood and clenz on drip tray of the coulter lh780 hematology analyzer. There was no exposure to mucous membranes (eyes, mouth, and nose) or open wounds. No one sought medical attention. No reports of death, injury or change in patient treatment are associated with this event. Personal protective equipment (ppe) including lab coat, gloves, and eye protection were used at the time of event.